Event description:
On (B)(6) 2013, it was reported that the patient's blood glucose levels had been elevated over the past two months. During that time she often noticed the self-adhesive of the infusion set was wet. Her diabetes specialist recommended using a different type of infusion set. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
A visual inspection and tests for flow and leak were performed on the returned unused samples. All test results were within specifications. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.